Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during a percutaneous transluminal angioplasty (pta), the 80 cm. 7 fr. Maxi ld 14 x 4 balloon catheter burst upon inflation at nominal pressure. There was no reported patient injury.

Manufacturer narrative:
Additional information received indicated that the balloon burst occurred at nominal pressure during the first inflation. The procedure was reported to have been completed successfully without patient injury although details were not provided. The target lesion was not known/provided, but the lesion ws reported to be calcified. No patient information was available. The product was discarded and will not be returned for inspection. There was no other product issue noted at the account after the procedure. There was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The contrast media used for preparation was unknown but the contrast to saline ratio was reported to be normal. A non-cordis inflation device was used and the same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was some slight difficulty crossing the target lesion, but nothing out of the ordinary. The catheter was not ever in an acute bend. The balloon deflated and re-wrapped normally. The balloon catheter did not kink while being used. The balloon catheter was removed easily from the patient, vessel, etc. The product was removed intact (in one piece) from the patient. No additional information is available. During a percutaneous transluminal angioplasty (pta), the 80 cm. 7 fr. Maxi ld 14 x 4 balloon catheter burst upon inflation at nominal pressure. There was no reported patient injury. Additional information received indicated that the balloon burst occurred at nominal pressure during the first inflation. The procedure was reported to have been completed successfully without patient injury although details were not provided. The target lesion was not known/provided, but the lesion was reported to be calcified. There was some slight difficulty crossing the target lesion, but nothing out of the ordinary. No patient information was available. There was no other product issue noted at the account after the procedure. There was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The contrast media used for preparation was unknown but the contrast to saline ratio was reported to be normal. A non-cordis inflation device was used and the same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. The catheter was not ever in an acute bend. The balloon deflated and re-wrapped normally. The balloon catheter did not kink while being used. The balloon catheter was removed easily from the patient, vessel, etc. The product was removed intact (in one piece) from the patient. No additional information is available. The product was not returned for inspection. A product history record (phr) review of lot 17705614 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of calcification may have contributed to the reported event as calcification is known to causes damage to balloon catheters. According to the safety information in the instructions for use ¿note: the rated burst pressure is printed on the package label. In vitro testing has shown that with 95% confidence, 99.9% of the balloons will not burst at or below the rated pressure. Balloons should not be inflated in excess of the rated burst pressure.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.